Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming no delivery alerts when customer did not getting insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump had cracks on casing at upper left and right corners of screen and also piece of battery cap was missing. Customer also stated that the insulin pump had reject new batteries and insulin pump was slower during rewind. Customer reported that the insulin pump received unspecified error, however customer was able to clear it. Customer declined for all troubleshooting¿s. The insulin pump will not be returned for analysis.